Manufacturer narrative:
Result: broken / cracked pt left inner panel module.

Event description:
It was reported by svc report that the pt left inner panel module was broken, and there was a possibility of fluid ingress. It is unk if there was pt involvement or adverse consequences to report.